Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, there was a leak at the junction of the extension tube and the bifurcate. It was noted that the insertion site was treated for general disinfection prior to product placement. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. The visual inspection noted: the photo depicts the proximal end of the catheter with a hand holding the device near the clamp with a bloody gauze around the catheter. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, there was a leak at the junction of the extension tube and the bifurcate. It was noted that the insertion site was treated for general disinfection prior to product placement and the patient was under local anesthesia. It was stated that lumens were flushed prior to use and the patient incurred a blood loss of 5ml due to the event. It was also stated that the tube was replaced and the treatment was completed. There was no patient injury.